Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a copilot bleedback control valve (bbcv) and an unspecified assist device, air was injected into the patient. No leaks were noted around the copilot seals. One balloon catheter and 1 guide wire were in the copilot at the time the issue occurred. The patient was stented; however, post dilatation was not performed. There was a reported clinically significant delay in the procedure; however, there was no adverse patient effect. No additional information was provided.